Event description:
"We purchased a techege ibrush for our son (B)(6) 2016. The other day, I awoke with an electrical burning smell. When I looked in our bathroom, my son's ibrush had exploded! I have picture. So! If he would have had that in his mouth, think what damage could have happened to his hand, mouth, face, body. This is a very dangerous product. I wrote them, I haven't heard anything back. Your site won't let me send but one picture. Says won't accept jpeg. Yet it says it will."